Event description:
Paradoxical adipose hyperplasia from the cool sculpting machine. I knew something was wrong right away. My stomach swelled up, I had to buy new pants, it was excruciatingly painful for a month; 4 months later the pah developed. I had inflammation in my system, my hands would swell, I always felt run down, I could not breathe leaning over, I became short of breath a lot. I am recovering from reconstructive liposuction to remove it. FDA safety report ID# (B)(4).